Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm and reproduce the issue and found errors 26002 and 319 on armnet 4. To correct the issue, the backplane fiber cable, part number 372214 was replaced. The system passed all required tests and verified as ready for use. The backplane fiber cable is a scrap item and will not be returned back to isi. A review of the site¿s system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: "26002 indicating the middleman on the pctp in the psc had a failure in bp execution for usm4 ¿ bpcode: bp_amp_switch_manip (this can be caused by arm chain comm failure) and 319 indicating node 194 is not present at startup, node name: act in armnet4 suj distal." The probable root cause of error 26002 may be attributed to arm chain communication failure. The probable root cause of error 319 may be attributed to a faulty system component.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with a non-recoverable error 26002 when the customer was docking the patient side cart (psc). The system prompted the customer to disable the universal surgical manipulator (usm) 4 or to reboot the system. The intuitive surgical, inc. (Isi) technical service engineer confirmed the errors in the system logs. The customer performed a hard power cycle and emergency power off of the system, but it powered back on with an error 319. The customer opted to swap in another psc for the case. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fault occurred prior to docking the system. The error had not occurred prior to the reported event, the customer was able to complete the case with a backup patient side cart.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: field g6 in the initial MDR was inadvertently set to "5-day" but should have been set to "initial/30-day".